Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from customer lab getting 430b error - spindle motor stuck on their piccolo express analyzer serial number (B)(4) with a burning smell. No fire or injury was reported. Abaxis technical support asked customer to return analyzer back to abaxis for repair. Returned analyzer was received by abaxis on (B)(6) 2020 and investigation into the returned analyzer is underway.

Event description:
430 b error - spindle motor stuck-burning smell.

Manufacturer narrative:
An investigation into the returned analyzer did not duplicate the customer issue. The analyzer was then fully cleaned and was added to abaxis' recertified inventory upon passing post evaluation testing. A replacement unit (sn: (B)(6)) was already sent to customer when call was received (03/05/20) for customer satisfaction.